Manufacturer narrative:
Reason for a correction of the initial report are the following changes: 1. Type of incident report changed from non-adverse event into serious injury section b1, b2, b5, b7, h6 2. Philips become aware date has changed to the 5th of march when philips was informed by the customer about the delay in treatment section g4 the investigation is still ongoing for this event. When the investigation is completed a follow up will be sent to the FDA submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During the investigation of this complaint, philips has confirmed with the customer. On (B)(6)2020 that during the emergency neurological treatment on the patient who presented with a stroke, no images were available on the frontal plane of the philips allura xper fd20 biplane system. The patient was moved to another room, which caused a delay in treatment of 45-60 minutes. Because of this delay in treatment, philips considers this incident as a serious injury.

Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow up will be sent to the FDA.

Event description:
It was reported to philips that during a neurological treatment on a patient who presented with a stroke, no images were available on the frontal plane of the philips allura xper fd20 biplane system. The lateral plane was still operational. The doctor was able to finish the procedure. No harm was reported to philips. Philips has started an investigation for this complaint.

Manufacturer narrative:
Final report philips has investigated this complaint. Philips has confirmed that the emergency neuro procedure was completed. No harm has been reported to philips. Philips has completed a good faith effort to get further information on the reported incident and the patient outcome. However, the customer has not provided the requested information and has indicated that they will follow their internal processes due to patient privacy. Philips has inspected the system on site and identified that the ip-pc (image processing pc) of the frontal plane failed. Analysis of the log files confirmed the failure of the frontal ip pc the frontal and lateral ip-pc were replaced, safety checks were performed and the system was returned to use in good working order correction: after completing good faith effort & philips considers this as product problem (non adverse event). Section b1 & section h1 is changed (malfunction). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Philips has investigated this complaint. Philips has confirmed that the emergency neuro procedure was completed. Correction: philips has confirmed with the customer that no harm to the patient occurred. Philips has inspected the system on site and identified that the ip-pc (image processing pc) of the frontal plane failed. Analysis of the log files confirmed the failure of the frontal ip pc. The frontal and lateral ip-pc were replaced, safety checks were performed, and the system was returned to use in good working order. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.